Event description:
Initial surgery was done with trochanteric nail system for femoral neck fracture. Bone union was completed. It was found that the lag screw was backed out after the surgery. The pt had a pain. The cause of the backout was unk. Another surgery will be performed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.